Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.   The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required.   Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release.   All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.   If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving a higher reading from his adc freestyle libre sensor than a reading received on a competitor¿s meter. He further reported that on (B)(6)2019 he began ¿shaking, sweating and then lost consciousness¿. Customer¿s friend performed a scan and received a reading of 89 mg/dl. Paramedics were called and upon arrival received a reading of 50 mg/dl. Customer was treated on the scene with an intravenous infusion of glucose. When customer lost consciousness he fell, resulting in a broken nose, bleeding and unspecified injuries to his face. No additional information was provided as the customer declined to continue troubleshooting and ended the call. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a higher reading from his adc freestyle libre sensor than a reading received on a competitor¿s meter. He further reported that on (B)(6) 2019 he began ¿shaking, sweating and then lost consciousness¿. Customer¿s friend performed a scan and received a reading of 89 mg/dl. Paramedics were called and upon arrival received a reading of 50 mg/dl. Customer was treated on the scene with an intravenous infusion of glucose. When customer lost consciousness he fell, resulting in a broken nose, bleeding and unspecified injuries to his face. No additional information was provided as the customer declined to continue troubleshooting and ended the call. There was no report of death or permanent injury associated with this event.